Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic with their implantable cardioverter-defibrillator in vvi back-up mode upon device interrogation. Programming changes were made to restore normal operations and a cybersecurity software update was performed. The patient was stable.